Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel causing an inappropriate ventricular tachycardia (vt) episode to be stored. There was also high out of range pacing impedance measurement of greater than 3000 ohms the following day, which decreased to back within range on the same day. The clinician noted that the patient uses a lot of power tools and that there was a previous lead safety switch (lss) where there was also oversensing of noise due to the unipolar setting. Once the lead was set back to bipolar they no longer saw the noise. Even though the patient is pacemaker dependent, there was an intrinsic beat coming through. The cardiac resynchronization therapy pacemaker (crt-p) and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel causing an inappropriate ventricular tachycardia (vt) episode to be stored. There was also high out of range pacing impedance measurement of greater than 3000 ohms the following day, which decreased to back within range on the same day. The clinician noted that the patient uses a lot of power tools and that there was a previous lead safety switch (lss) where there was also oversensing of noise due to the unipolar setting. Once the lead was set back to bipolar they no longer saw the noise. Even though the patient is pacemaker dependent, there was an intrinsic beat coming through. The cardiac resynchronization therapy pacemaker (crt-p) and rv lead remain in service and no adverse patient effects were reported.